Manufacturer narrative:
Evaluation summary: the reported event of the broken axos distal fem plate for distal lateral femur plate ts axsos for left femur 10 hole / l238mm could be confirmed. Based on the investigation, the root cause was attributed to a patient related issue. The patient present a bmi superior to 30 (31) which correspond to an obesity class I. This can lead to the failure of the ref#(B)(4). See contraindication, v15013 k non active implant IFU. Note: "contraindications obesity. An overweight or obese patient can produce loads on the implant that can lead to failure of the fixation of the device or to failure of the device itself." (V15013 k non active implant IFU) [original statement] a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any additional information is provided, the investigation will be reassessed.

Event description:
Broken axos distal fem plate.

Event description:
Broken axos distal fem plate.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.